Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, physician attempted to reposition the impella cp, the physician pulled the device out of the left ventricle and into the aorta. Against recommendations, the surgeon tried to force the device across the valve wirelessly. During this attempt the surgeon causes the pump to kink on itself and in the ascending aorta. It was reported that the images were not clear. The device had to be removed, and the surgeon decided to place an intra-aortic balloon pump. No reported harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not completed. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.